Event description:
During preparation for cardiopulmonary bypass, the heart lung console gas flow module did not calibrate successfully. A "service gas system" message was present on the console display. Manual control of both gas flow and fio2 remained available. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation begun but conclusions have not been reached.